Event description:
It was further reported that the beeps that occurred were indicative of power disconnects, and the beeps occurred when two power sources were connected to the controller. The power sources remain in use.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5, h6 and h10. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: model#: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: model#: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: model#: serial#: (B)(6)h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: model#: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: model#: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: model#: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: model#: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller (B)(6) was returned for evaluation. Seven (7) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed a slightly bent pin within power port one (1). The bent pin did not allow a battery to properly connect to the controller. Visual inspection of the returned controller also revealed contamination within both power ports. Internal inspection did not reveal any anomalies. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Supplemental testing also revealed contamination within the pins. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period; however, review of the data log file revealed several momentary disconnections involving (B)(6). Momentary disconnection will result in an audible tone or "beep". The momentary disconnections may explain the reported "power disconnects" event. As a result, the reported inability of the controller to be recognized, intermittent beeps and power disconnect events were confirmed. The associated batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported beeping event can be attributed to momentary disconnections due a bent pin socket within the power port, to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was exchanged without incident.

Manufacturer narrative:
A supplemental report is being submitted for additional information h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-sept-2023 / serial#: (B)(6) UDI#: (B)(4) h4: mfg date: 14-sept-2022 d1: battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-sept-2023 / serial#: (B)(6) UDI#:(B)(4) h4: mfg date: 08-sept-2022 d1: battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-april-2023 / serial#: (B)(6) UDI#: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2022-april-22 h5: no d1: battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-april-2023 / serial#: (B)(6) UDI#: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2022-april-22 h5: no d1: battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-april-2023 / serial#: (B)(6) UDI#: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-april-2022 h5: no d1: battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-april-2023 / serial#: (B)(6) UDI#:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-april-2022 h5: no d1: battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-april-2023 / serial#: (B)(6) UDI#: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-april-2022 h5: no .investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during log file review several batteries exhibited momentary disconnection. The batteries remain in use.

Event description:
It was reported that a ¿beep like¿ sound as a power connection happened intermittently but that no alarms were showing. It was further reported that power port one was identified as sometimes not recognizing the power source and that the site would check for pin damage on port one. Of note, the site may need to perform a controller exchange to remedy the issue for the safety of the patient however, the site had not made a determination on that action. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the interventions taken for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.